Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Caller contacted support and was provided reset information, school nurse successfully reset pump, and support reviewed reset instructions with parent, after which no further action was needed.